Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. 1627487-2013-11030. On (B)(6) 2013, the patient underwent a trial procedure and was implanted with two leads from the same lot. It was reported the patient experienced muscle spasms when stimulation was off. It was also reported stimulation made the patient's pain worse. On (B)(6) 2013, the patient dropped his trial stimulator in the toilet. As a result, the patient fell and the trial simulator shorted out. The patient went to the emergency room following the fall. The patient was issued a replacement trial stimulator and his pain areas were recaptured. Additional information gathered revealed muscle spasms and intense pain caused the patient to go to the emergency room again on (B)(6) 2013. In turn, both leads were removed. The doctor feels the patient's issues were not related to the leads. The patient may undergo an MRI on a later date.